Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera is not recognized when plugged in, it stays at the color bars on the video screen of the 4k autoclavable camera head. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned for evaluation, a specific root cause could not be identified. Additional information was requested from the customer, including resolution, however, no further information was able to be obtained. Olympus will continue to monitor the field performance of this device.